Manufacturer narrative:
The pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. There was no compromised force sensor system alarm noted. The pump had a scratched display window, a cracked display window corner, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. It was reported that the insulin squirted out during manual prime. Customer was disconnected during prime. The pump piston continued to move forward after reservoir contact. No numbers appeared on the screen and no beeps were heard. Customer stated that leaving prime was not possible. Customer tried with different infusion sets. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer was asked verbally and in written form to return the pump for analysis.